Event description:
Information was received from a patient previously receiving morphine via an implantable pump for failed back surgery syndrome and n on-malignant pain. It was reported that the reason for the call was the patient reported that since 2012 the pump stopped working and had not been refilled since then. The patient mentioned needs magnetic resonance imaging (MRI). The agent reviewed MRI guidelines and redirected the patient to their managing health care provider (hcp). The patient mentioned they didn't have a managing hcp and never spoke to any pain management doctor when the pump stopped working. The patient added that they had mris before because they had a series of terrible strokes, the pump never alarmed even when the pump got emptied. The patient mentioned the pump used to have a combination of morphine and another medication. The patient mentioned that they still had the phone number of the surgeon but when they tried to contact the hcp they didn't have any records of the patient. The agent reviewed information with the patient and offered physician listings. The patient wanted to have it faxed. The agent redirected the patient to mdt website physician locator. Additional information received from a patient indicated that the reason for the call was the patient's pump died in 2010 and was no longer working. The pump had been empty with no drug since 2010. The patient was now going to get a dexa scan and inquired compatibility and the agent reviewed. The patient provided their managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.